Event description:
High pressure alarm sounded and crystallized blood noted in driveline. Balloon could not be removed. Pt taken emergently to or. Arteriotomy with repair required for balloon removal. Solid structure 1.5cm found.